Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The system error 322 could not be reproduced, but was confirmed during the review of the event history log. System error 322 occurred 77 times in the event history log. The device was found to be within specification in relation to the reported symptom, however, the upper and lower auxiliary assemblies were replaced due to the evidence of system error 322 in the event history log. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that the pump alarmed for a system error 322 - "link switch error (low)." It was also reported that there was no pt injury.